Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and pulmonary embolism. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records provided, a day prior to the index procedure, the patient underwent a computerized tomography (CT) scan of the chest indicated for deep vein thrombosis (dvt) and concerns for pulmonary embolism (pe). Per the implant records, the filter was indicated for deep dvt and contraindication of oral anticoagulation due to severe gastrointestinal bleeding. The right groin was then anesthetized, then, using a right femoral vein approach, a sheath was placed at the level of the inferior vena cava (ivc). A venogram was performed documenting patency of the ivc and no thrombus at this level. The takeoff level of the renal veins as well as the ilio-caval bifurcation was documented. A retrievable ivc filter (optease filter) was then advanced and placed distal to the takeoff of the renal veins and proximal to the ilio- caval bifurcation. Conclusion venogram documented adequate position of the device and no complications. The patient's condition at the end of the procedure was satisfactory. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one month and twenty-six days after the filter implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be the presence of deep vein thrombosis (dvt) with a contraindication to oral anticoagulation therapy due to severe gastrointestinal (gi) bleeding. The filter was implanted via the right femoral vein and placed in an infrarenal position without complications. Approximately one month and twenty-six days after the filter implantation, the patient developed dvt, and pulmonary embolism (pe), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that deep vein thrombosis (dvt) and pulmonary embolism (pe). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and pulmonary embolism. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and pulmonary embolism. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records provided, a day prior to the index procedure, the patient underwent a computerized tomography (CT) scan of the chest indicated for deep vein thrombosis (dvt) and concerns for pulmonary embolism (pe). Per the implant records, the filter was indicated for dvt and contraindication of oral anticoagulation due to severe gastrointestinal bleeding. The right groin was then anesthetized; then, using a right femoral vein approach, a sheath was placed at the level of the inferior vena cava (ivc). A venogram was performed documenting patency of the ivc and no thrombus at this level. The takeoff level of the renal veins as well as the ilio-caval bifurcation was documented. A retrievable ivc filter (optease filter) was then advanced and placed distal to the takeoff of the renal veins and proximal to the ilio-caval bifurcation. Conclusion venogram documented adequate position of the device and no complications. The patient's condition at the end of the procedure was satisfactory. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one month and twenty-six days after the filter implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient additionally reports acute limb pain, reclotting issues, high blood pressure, spasms, fatigue and anxiety, per the information received in the redacted amended patient profile form (ppf).

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was dvt and pe and gi bleed. A venogram documented patency of the ivc and no thrombus. The ivc filter was placed distal to the takeoff of the renal veins and proximal to the ilio- caval bifurcation. There were no reports of complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis and pulmonary embolism. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient additionally reports acute limb pain, re-clotting issues, high blood pressure, spasms, fatigue and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, hypertension, fatigue and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.